Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the single use distal cover separated from the evis exera iii duodenovideoscope and fell into the patient during an unspecified procedure. Additionally, the customer stated no defect were found during the inspection of the devices and, no anti-fog agents were used during the procedure. Lubricant was applied to the scope and not the cap. After attaching the distal cover to the scope, a visual confirmation was performed to ensure the cap was securely on the hook of the distal ring and tear-off line. Once the separation occurred the physician inserted another scope in combination with a retrieval tool to recover the fragment without no further sequelae. There were no reports of patient death, harm or injuries related to this event. Case with patient (B)(6) reports the tjf-q190v used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the device evaluation. The olympus service center performed a visual inspection and identified a portion of the device that is cracked and split which is consistent with usage. A small portion on the bottom of the distal cover is also cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus tried to replicate the reported event with a distal cover from a lot on hand. It was conformed it is not likely for the distal cover to come off the scope when there is no damage to the distal cover, and it has been applied according to the instructions for use. The definitive cause of the reported event could not be established. Based on the results of the investigation, the cause of the distal cover falling off could be from external force being applied to the distal cover which caused damage and made it easier to remove from the scope. The instructions for use (IFU) state: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. Reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Investigation results of product specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: no anti-fog agent is used. No lubricant is applied. After attaching the cover to the scope, we have confirmed that the cover is not damaged. It has been confirmed that the cover does not come off after the cover is attached to the scope. In addition, according to the information provided, there was damage to the front and rear ends of the recovered cover. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -during use, some load was applied to the distal cover, which caused damage and made it easier to remove from the scope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003637092.

Event description:
It was reported that the patient had been given general anesthesia in preparation for the water vapor therapy procedure. During the procedure, while the delivery device was being inserted through a transurethral method, the mucous membrane was ruptured near the arch of the urethra. As a result, a false urethra has been created. It was reported that a preoperative cystoscopy was not performed. Additionally, the patient had clean intermittent self catheterization (cic), so there was a high possibility that the false urethra was probably formed from the start. However, there is also a possibility that it was formed by the delivery device. There were problems caused by the technique used by the physician because insufficient protection of the operation was used. The procedure was cancelled, and a balloon was placed. The physician decided to observe the patient's condition.